Event description:
The home pt (hp) reported feeling abdominal pain, as if they were overfilled, while using the homechoice cycler for apd therapy. The hp reported they had approximately 2000ml in their peritoneum at the time that they started apd therapy. The hp reportedly drained -10ml when the homechoice device advanced from the initial drain into fill 1. The hp then filled with 2552ml of fluid and felt overfilled. The hp performed a manual drain and removed 2002ml of fluid, after which they continued with their apd therapy. Review of the hp's program parameters revealed that although they started the apd therapy with fluid in their peritoneum, the initial drain alarm setpoint was programmed at 0ml. There was no resulting pt injury or medical intervention reported.